Event description:
A patient previously received a medtronic aneurx device (date unknown). Follow up revealed that the device had migrated distally and patient had developed a proximal type I endoleak. A (B)(4) endologix proximal extension was implanted and successfully repaired the leak.

Manufacturer narrative:
Expiration and implant date unknown (competitor device).device manufacture date unknown (competitor device). Aneurx device is not manufactured by endologix.